Manufacturer narrative:
The product was returned to johnson & johnson medtech (j&j medtech) for evaluation on 08-jan-2026. Therefore, d9 have been populated. Additionally, the lot number, manufacture and expiration dates have been provided. Therefore, fields d 4. Lot, d4. Expiration date, and h4. Device manufacture date have been populated. Since the lot number has been provided, section g1 for manufacturer site information has been updated. In addition. D 4. Primary UDI number has been updated with full UDI. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with vizigo sheath, and the patient experienced pericardial effusion (pe) treated with pericardiocentesis, which required extended hospitalization and drain placement. Device investigation details: a visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed that the shaft of the device was bent. The device features were reviewed, and no issues were observed during the product investigation. A device history record was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The potential cause of the adverse event remains unknown. In addition, no device malfunction was reported. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The potential cause of the bent shaft could be related to the handling/shipping of the device after the procedure; however, this could not be conclusively determined. The shaft condition is unrelated to the reported event. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with vizigo sheath, and the patient experienced pericardial effusion (pe) treated with pericardiocentesis, which required extended hospitalization and drain placement. It was reported that during an afib case, after transseptal access, a pericardial effusion was noticed. There were no symptoms on the patient during the procedure. They were performing a standard check when they discovered the pericardial effusion. The pericardial effusion was confirmed by intracardiac echocardiography (ice). The medical intervention provided was pericardiocentesis. The patient was reported to be in stable condition. The physician stated it was unclear what caused the pericardial effusion. No ablation had been completed. The biosense webster inc (bwi) products in the body at the time of the injury were a reprocessed soundstar catheter (r10439011), a reprocessed deca nav catheter (rr7d282ct) and a vizigo sheath. They are available to return for analysis. Carto 3 system was used during the procedure. Additional information indicated that the patient fully recovered (no residual effects). The patient required extended hospitalization and stayed two additional nights, under observation, with a continuous drain. The adverse event was discovered during/mid-case, the case was aborted and not successfully completed. The patient has high bmi/obese and has a history of afib. The procedural activated clotting time (act) was 337. No catheter exchanges occurred during the procedure. One transseptal puncture site was performed during the procedure. Prior to noting the pe, no ablation was performed. The event occurred during transeptal phase. The patient did not require cardiac surgery. There was no error messages observed on bwi equipment during the procedure. No irrigated catheter was used in the event. Although, it was reported that the patient did not require cardiac surgery, this event is conservatively being reported and coded with surgical intervention, and reported against the vizigo sheath, as most likely, it was used for transseptal access.